Event description:
Patient experienced painful stimulation in the neck. Diagnostics were reported by the physician to be ok. The patient was referred for potential generator replacement and lead revision. The physician reported that he tried turning off the normal output current and then the magnet output current and the pain did not resolve. The physician reported that x-rays revealed no device breaks. The referenced x-rays have not been received or reviewed to date. The physician provided no further assessment of the pain or whether or not surgery referral was for patient comfort only or to preclude a serious injury. No known surgical intervention has occurred to date. No other relevant information has been received to date.